Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced paraesophageal hernia, recurrent symptom of reflux, dense adhesions between anterior stomach and the undersurface of the liver as well as abdominal pain, postoperative nausea and vomiting. Post-operative patient treatment included laparoscopic mesh repair of paraesophageal hernia with revision of fundoplication, intraoperative esophagogastroscopy (no indication of mesh use), revision of mesh, nasogastric tube insertion, fundic wrap above the diaphragm posteriorly and to the left of the esophagus.